Manufacturer narrative:
Evaluation results: four unused sister jelco safety protectiv plus catheters were visually examined for any potentially related nonconformance's and found to be acceptable. The samples were further evaluated for potential difficult to thread issues by manually advancing the devices. Three of the devices did exhibit difficulty in advancing, due to excessive adhesive on the cannula. Each of the three unopened sister samples were visually examined for any potentially related nonconformance's and found to be acceptable. The same samples were further evaluated for force to advance (fta) and force to lock (ftl) with no nonconformance's noted.   The above nonconformance's were attributed to a manufacturing problem.

Event description:
Information was received indicating that clinicians are experiencing issues threading a smiths medical peripheral intravenous catheter. There was no reported injury to the patient.

Manufacturer narrative:
Three unopened samples were returned and examined. Visual inspection found them to be in good physical condition. Upon functional testing, no discrepencies were noted. Evaluation of these devices did not confirm the reported customer complaint. Four unused samples were returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon functional testing, it was noted three of the four did experience difficulty in advancement a a result of exessive adhesiv on the cannula. These three of the four returned do confirm the reported customer complaint. The cause of issue was determined to be exessive adhesive on the cannula which is a manufacturing fault.